Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) level in the 300's (mg/dl) and at 325 mg/dl at the time of report. The bg level was addressed with boluses via the pump. During troubleshooting with tandem's technical support, the customer saw air gaps and successfully primed the tubing to remove the air. Reportedly, all the supplies were changed.